Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) investigated the cause of the discordant, falsely elevated prothrombin time (pt) result, the discordant, falsely elevated pt international normalized ratio (inr) result, and the discordant, falsely low pt % result obtained on a patient sample on the sysmex cs-5100 system using the dade innovin reagent. Siemens determined that a pre-analytical issue (specific sample characteristics, blood collection, transportation, sample processing/handling in the laboratory) potentially contributed to the discordant results. The cause of the event is unknown. The systems and reagents are performing according to specifications. No further evaluation of these systems or reagents is required. MDR 9610806-2017-00147 was filed for the same event.

Event description:
A discordant, falsely elevated prothrombin time (pt) result, a discordant, falsely elevated pt international normalized ratio (inr) result, and a discordant, falsely low pt % result were obtained on a patient sample on the sysmex cs-5100 system using the dade innovin reagent. These results were not reported to the physician. The same sample was rerun using the same reagent on the same system and an alternate sysmex cs-5100 system. Each time the sample was rerun, lower pt and pt inr results and higher pt % results were obtained. The same sample was also rerun on the alternate sysmex cs-5100 system using an alternate reagent (thromborels), resulting in lower pt results, lower pt inr results and higher pt % results than the initial results. A result was provided to the physician but it is unknown which result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated pt result, discordant, falsely elevated pt inr result, and discordant, falsely low pt % result.